Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Explanting physician reported rupture diagnosed by mammography. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as an unidentified (tear) (shell thickness within specification). Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Explanting physician reported, rupture diagnosed by mammography. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6b, h6. Photo analysis device photograph(s) for the device related to the reported event of rupture was reviewed on 07-dic-22, visual analysis of the photographs identified. Observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Explanting physician reported rupture diagnosed by mammography. The device has been explanted. This record relates to the left side.